Event description:
It was reported that the customer received an unexpected restart alarm on the insuln pump. Customer stated she was repeatedly having to input settings. The customer's blood glucose was not known. It was stated that the insulin pump was stored or not in use for an extended period of time and the alarm was not recurring during normal use. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.